Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button error and frozen display. The customer's blood glucose level was 109 mg/dl at the time of the incident. The customer stated that the alarm occurred after the buttons stopped responding. The customer stated that the time does not advance. The customer stated that she received failed battery during troubleshoot. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act and arrow buttons due to corroded keypad traces. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. No button error alarm noted. The insulin pump passed idle current test. The time advanced properly. No frozen screen noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.